Event description:
The customer reported that the insulin pump alarmed, had a blank screen and condensation under the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of the corroded electronic and motor assembly. Further testing was not performed due to the moisture damage.